Event description:
The lay user/patient contacted lifescan (lfs) in february 2006 and alleged that his one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the patient 2 days later who provided additional information. The patient informed the mas that the subject meter had stopped powering on about 2 weeks ago and no trauma had occurred to the meter. The patient stated that he currently lives in a motel and "does not have the right means to get the proper food" he needs and therfore his "diet is out of control". For the 2 weeks that the meter was not working, he was not able to test his blood glucose. However, he had continued to take his set amount of oral medication (flucophage-2 pills/day) and insulin (70/30-5 units/morning and 20 units/evening). The patient further stated "about 1 1/2 weeks ago, he had started experiencing symptoms of blurred vision and "felt like there were pins all over the body". He had visited several drug stores/pharmacies, but was told that they cannot test his blood glucose level. On 2/06, he attempted to test on the subject meter, but the meter did not power on. He then went to the emergency room at 9:00 am, where his blood glucose level on the ER meter was 387 mg/dl. He had taken his 1 pill of glucophage prior to that. The nurse was about to administer him an insulin shot, but the patient refused and left the ER on his own. The patient stated he had insulin at home, and "did not want to be charged with extra money at the ER". At home, he took 2 additional pills of glucophage (not in his regimen) and felt better after a while. He called lfs after 5 days and did not test again until he received the new meter replacement. At the time of troubleshooting, it was verified that this was not a new meter and that the patient was using the correct test strips. The patient was asked to press the power button, but the meter did not turn on. He was then asked to insert a test strip all the way into the test strip port, but the power issue persisted and the meter did not turn on. The batteries were checked and they were correctly installed. They were last replaced less than a year ago. The condition of the battery contacts was also good. This complaint is reported because the meter failed to function and provide and actionable result at the time of concern. The patient experienced symptoms of hyperglycemia and the result on the ER meter was also high (387 mg/dl). Although he refused treatment for hyperglycemia at the hospital, he self-treated and felt